Event description:
Surgeon reports an unacceptable amount of tork/aphakic. It is unk whether or not this event was lens related. The facility reports that the event resulted in some type of pt impact. No other details available at this time.